Manufacturer narrative:
Initial.

Event description:
It was reported that the user recently restarted the ilet system and experienced elevated blood glucose levels each morning prior to eating, and the device serial number observed in records appeared inactive. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and available information was insufficient to establish a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.